Event description:
It was reported that the mobile power unit (mpu) was having intermittent connect to power alarms when connected to wall power and the mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Related MFR# 2916596-2022-00920. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms on mobile power unit (mpu) was not confirmed. The log file spanned approximately 2 days (02may2022 to 04may2022 per the timestamp). Atypical power cable disconnect alarms intermittently activated from 02may2022 at 01:03 to 04may2022 at 10:48 due to invalid rsoc faults on the power cables not associated with a power source exchange while the device was connected to a battery power source and power module. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. The reported event of atypical power cable disconnect alarm on the mpu was not observed on the log file and may have been overwritten by newer events. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.